Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced low pressure and occlusion alarms. It was also noted that the patient was symptomatic. The patient was switched to a backup driver with out further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during investigation revealed that the driver generated low lvad pressure alarms which continued, indicating the driver reached enough low pressure where it could not support the vad any longer. Functional testing was then performed on the driver. It was connected to an external power supply and did not produce pressure or vacuum, rather, it generated low pressure and occlusion alarms. The compressor was further evaluated where a broken a brush retaining clip was found. The broken retaining clip along with the brush wear and debris caused the motor failure. A corrective action was initiated by the manufacturer to further investigate the root cause of the compressor motor issues. A review of the device history record revealed that the device met all applicable quality assurance specifications upon shipment. No further information is available, the manufacturer is closing its file on this event.